Manufacturer narrative:
A complete lead was returned in one piece. External insulation abrasion breaching outer insulation and exposing outer coil was noted at 11.6 cm to 12.0 cm from the connector pin consistent with lead friction to the device can. The cause of the reported event was isolated to the external insulation abrasion.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial and right ventricular lead exhibited high capture threshold. The atrial and right ventricular leads were replaced. No patient consequences were reported.